Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Data storage - diagnostics problem: under-reporting of at/af due to pmop being on.

Event description:
It was reported that the patient complained of feeling a 'high heart rate,' but when the device was checked, no episodes were recorded on that date. Upon further examination, post most switch overdrive pacing (pmop) was found to be on, and was thought to be affecting the diagnostics. Pmop was programmed off, and the device remains in use. No patient complications have been reported as a result of this event.